Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast seroma, right breast capsular contracture. Concomitant products: mentor memorygel breast implant 375cc gel breast prosthesis, catalog #3503754bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/13/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis developed a seroma in her right breast. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. The patient stated that her right breast felt tingly and it was hard. As a result, the patient underwent explantation on (B)(6) 2018.